Event description:
A malfunction was reported on the pump by the caller. There was no reported adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and it was confirmed that the malfunction code did not recur afterward. The customer was advised that they could continue using the pump and to reach out if any issues reappeared, which they acknowledged and understood.